Event description:
It was reported that the patient presented with recurrent t12-l5 spondylolisthesis and stenosis. The patient underwent a redo of prior t12-l5 laminectomies, l1-l5 bilateral osteotomoies and discectomies and interbody fusions. An unknown time post-op, the patient was diagnosed with a wound infection and underwent an aspiration and laminectomy from l1-l5 with wound abcess in subcutaneous and submuscular with use of intraoperative fluoroscope.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.